Event description:
The user reported that while obtaining vascular access for an aortogram procedure the tip of the wire in the kit prolapsed while tracking the anatomy and separated from the wire body. The wire tip went down the profunda artery. The vascular surgeon performing the procedure stated that he/she does not intend to perform a procedure to remove the wire. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. A follow-up report will be submitted when the evaluation has been completed.